Event description:
Additional information was received. The hematoma was located at the access site.

Event description:
A valiant captivia stent graft system was implanted in zone three for the endovascular treatment of a 100 mm diameter thoracic aortic aneurysm. The length of proximal neck was 30 mm, proximal diameter of aortic neck was 24 mm, distal diameter of aortic neck was 34 mm, length of distal neck was 0 mm, and minimum diameter of main access vessel was 10 mm. The shape of the proximal neck was parallel sides and the shape of the distal neck was tapered. It was reported that the patient had a hematoma two days post implant, a secondary intervention was performed requiring a surgical evacuation resolving the event. The investigator assessment states that the event is not device or procedure related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (wound complications). (Unknown cause of event). Evaluation conclusion: (unknown cause of event). Known inherent risk of a procedure (wound complications).